Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient was experiencing pain at the ipg site. In turn, surgical intervention may be pending to address the issue.

Event description:
Additional information revealed that the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was moved within the existing pocket. Postoperatively, the pain has reportedly resolved.